Event description:
It was reported that during a lap roux-en-y procedure, the button worked intermittently. They got a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.